Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was thrown into the swimming pool and the pump got wet, no response from any button and received a blank screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for fluid in the pump and the customer reported that pump was exposed to moisture but there is no visible fluid in pump. The pump did not pass self-test. Troubleshooting was performed for keypad anomaly and the customer stated that the pump has not been exposed to altitude change. Troubleshooting was performed for display issues and the customer stated that the battery cap contacts and battery compartment springs are not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Pump received with blank display. Unable to verify keypad/button unresponsive/button error alarm or perform the displacement test, sleep current test, active current test and self-test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Blank display due to moisture damage on the pcba 1 / pcba 2. Exposed to moisture was confirmed. Keypad/button unresponsive/button error alarm was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.